Event description:
Angio-seal was deployed in 2003. The pt returned one week later with ischemic symptoms; thrombus was present at the arteriotomy site. The pt underwent surgery to remove the angio-seal device; the collagen was external to the artery and the anchor (slightly bent) was in the proper position. A posterior wall dissection was discovered. The pt was reportedly recovering and doing well.